Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your report that the needle wouldn't retract was confirmed and the cause appeared to be manufacturing related. One needle for a 24g insyte autoguard device was provided for investigation. The needle was received fully extended from the shield and exhibited evidence of use. Cured adhesive was found on the safety mechanism, which prevented needle retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when the hcp pressed the needle retraction button while using the auto guard, the needle did not retract.